Event description:
The visera laparo-thoraco videoscope had a cable tube wrinkle, not a crease at the universal cord sheath.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Updated field: b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that during the user's handling, the bending section rubber broke and water/humidity entered the inside of the device, and the inside of the objective lens also got wet, causing the image to become cloudy. The event can be detected/prevented by following the instructions for use which state: 1) "while observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities." 2) "do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was partially confirmed. The bending section cover had a perforation and thus was no longer waterproof; however, there were no issues with the universal cord sheath, the device evaluation found that the image was blurred / cloudy due to a broken charged coupled device lens. Additional findings include the following: the video cable was no longer waterproof due to a perforation, the switch box had corrosion causing all the switches to not function, the light guide lens was contaminated, the universal cord was scratched, the video cable was wrinkled, the control unit was contaminated, and there was water inside of the charged coupled device lens. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative on behalf of the customer reported to olympus, the visera laparo-thoraco videoscope had leakage at the bending part and universal cord sheath had a crease. The issue was found during preparation for use for a diagnostic procedure. The intended diagnostic procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the image was blurred / cloudy. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.